Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device powered on without display and the device powered down when pressing the alarm silence button. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction of the device powering on without display was observed and attributed to a faulty color lcd module display. The reported malfunction of the device powering down inappropriately was not duplicated. The device was put through extensive testing without duplicating the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.